Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had expired due to unknown reasons. An autopsy was scheduled.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.